Event description:
It was reported the patient was scheduled for surgery for (B)(6) 2014 to replace their left implant. It was stated the patient did not know if they would replace just the battery or leads or the whole system. The patient stated it would be ¿replaced, repositioned, they will take old one out and put a new one in and relocate it.¿ the patient also stated ¿I think they are going to change the leads, they are thinking the leads are hitting the wrong nerve. They are talking about putting a new device." It was noted the reason for the replacement was it seemed to be interfering with the patient being able to go to the bathroom to have a stool. Reportedly, the patient asked their doctor to reprogram their device to help with constipation and they had a ¿horrible reaction¿ to it back in the spring or summer. It was noted that since then they had serious issues and they wanted to take the patient¿s entire colon. The patient stated they were hoping that by repositioning the device it might help. It was also noted the patient¿s device was not turned on and they couldn¿t image why it would be affecting them. The patient confirmed that their device had been turned off since they had that reaction.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va03787, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va01ce6, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va03787, implanted: (B)(6) 2013, product type: lead. (B)(4).